Event description:
It was reported that the ilet insulin dosing was interrupted during multiple periods when the user paused the system or began but did not complete a supply change, and the user later reported a bent cannula, lack of on-hand supplies, and running out of insulin; during this time the user reverted to manual injections of long-acting insulin. Symptoms included hyperglycemia with a reported highest glucose of 358 mg/dl. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included review of engineering logs and troubleshooting with user education. Investigation of this case revealed repeated user-initiated pauses and incomplete supply changes that led to prolonged suspension of insulin delivery, with a contributing factor of a bent cannula and unavailability of insulin and supplies, which are consistent with use-related interruption of therapy rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with use-related factors leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.